Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a power on reset (por) occurred. Critical ram parity error occurred in address 0d 0c on (B)(6) 2016. Por severity is low, so the device should be able to fully recover after reset.

Event description:
It was reported that the patient "felt funny like a fluttering sensation in their chest." It was noted that the implantable pulse generator (ipg) experienced an electrical reset. The reset was found to have occurred on the same day that the patient flew in a commercial airplane. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.